Event description:
During a remote follow-up, inappropriate defibrillation therapy was delivered for supraventricular tachycardia. No allegation of malfunction was made against the device and the device was performing as expected based upon its programmed settings. Abbott technical support was recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.